Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 160 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 160 mg/dl.